Event description:
It was reported that the patient had a faulty balloon with the foley catheter inserted. When the customer tried to remove the balloon, it did not empty properly. It was also stated that the patient had to go to urology to remove it.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be manufacturing related due to user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "for urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."